Event description:
Device 2 of 2: reference MFR report # 1627487-2019-04334. It was reported that patient was not receiving adequate relief from the scs system. In turn, surgical intervention was undertaken wherein the system was explanted.